Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73c1700159 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was stuck during use. There was no patient injury.

Event description:
It was reported that the stapler was stuck during use. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the cover block appears to be damaged in multiple places. The damage observed indicates that the device was most likely dropped or banged against something hard. Additionally, the pawl was returned spun out of position and bent. The stapler was returned with 36 staples left in the cartridge. Reference files (B)(4) for investigation photos. The pawl was manually repositioned and an attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was unable to properly form and the pawl spun out of position again. The device was disassembled and it was found that the cover other remarks: block broke even more at the point where the cover block attaches to the trigger. The damages to the cover block and pawl prevent the staples from properly forming and could also cause the staples to become misaligned. No more testing was needed since the device could not function properly with the broken cover block or the bent pawl. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "stapler jamming" was confirmed based upon the sample received. The stapler was returned with the cover block damaged in multiple locations, including the point at which it connects to the trigger. The pawl was also found to be damaged. These damages prevented the staples from properly forming. It is unlikely that these damages were present at the time of manufacturing as the staplers are 100% inspected at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.